Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient passed away at home. The cause of death was unknown. It was reported the patient was performing pd therapy on the hc device at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Review of the event logs, device and service history showed no failure, malfunction or iipv events, no nonconformities, failures, rework, deviations, or previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history record, service history and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. Upon receipt for most recent servicing (B)(4) 2014, the device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was previously received and had been processed through service. As the device was not associated with the reported death until after this service, a full root cause analysis can not be performed to investigate the reported death. However, a device history and service history review will be performed; if additional relevant information is found a follow-up report will be submitted.